Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. The endoscope shows signs of wear and scratches. The angle cover shows wear marks. The working shaft is kinked near the strain relief, and the slotted tube inside the shaft is broken. After connecting the endoscope to the test-monitor, the image displayed interference. Upon further investigation, it was found that the coating of the imager cable was damaged at the location where the flex cable was folded. This allowed the electrical leads to come into contact with the inner metal surface of the working shaft, resulting in image interference. The error described by the customer - " image noise when shaft is shaken, we observed occasional image noise or complete loss of the image." - could be confirmed. The cause of the image interference is damaged imager cable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received when the shaft is shaken, we observed occasional image noise or complete loss of the image. This suggests that there may be a contact failure in the internal video cable or related components within the shaft. There are no visible scratches, dents, or signs of shaft deformation. Additionally, no air leakage has been detected. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.